Manufacturer narrative:
Sorin group received a report that the aortic arch cannula tip disconnected from the cannula at the end of the case while blood was being returned to the patient. The cannula was replaced to complete the procedure. There was no report of patient injury. One aortic arch cannula was returned to sorin group USA for evaluation. The reported issue was confirmed; the tip could be easily removed from the cannula. Visual inspection of the returned device found no evidence of adhesive material in the cannula lumen or on the bonding surface of the tip, but both had a cloudy appearance, which could be indicative of uv adhesive. A review of the device history record did not identify any deviations or non-conformities relevant to the reported issue. Since the build of this aortic arch cannula in november 2015, sorin has executed a CAPA ((B)(4)) to investigate and address bonding issues within the ra-xxx product line. Through this investigation, the mop for the assembly of the aortic arch cannula has been revised to clarify the process for uv adhesion application and outline the inspection of the bond and subsequent bond strength testing. There have been no instances reported of tip disconnection for units built after implementation of these corrective actions.

Manufacturer narrative:
Sorin group received a report that the aortic arch cannula tip disconnected from the cannula at the end of the case while blood was being returned to the patient. The cannula was replaced to complete the procedure. There was no report of patient injury. The device has been requested for return, however the device availability has not been determined. The investigation is still on-going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the aortic arch cannula tip disconnected from the cannula at the end of the case while blood was being returned to the patient. The cannula was replaced to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
(B)(4) through follow-up communication with the customer, it has been confirmed that there was no impact to the patient.